Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm after a battery change. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 170 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.